Manufacturer narrative:
The subject wheelchair system was shipped by motion concepts lp to medbloc, the authorized u.s. Importer/distributor, on august 30, 2022, in fulfillment of a dealer order. The system was subsequently sold by medbloc to national seating & mobility (indianapolis, in) on september 28, 2022. Following notification of the incident, motion concepts lp reviewed the available information and advised the dealer that the wheelchair base should be replaced. The wheelchair base manufacturer was also notified of the event. Based on the information received, the reported incident resulted from a motor vehicle collision involving the wheelchair user and does not appear to be related to a malfunction, failure, or performance issue of the wheelchair system. No evidence has been identified to suggest that the device contributed to the occurrence of the event. However, because the incident resulted in a reported injury to the user while the device was in use, motion concepts lp has determined that the event is reportable in accordance with applicable regulatory requirements.

Event description:
On june 15, 2026, motion concepts lp was notified by its authorized distributor, medbloc, of an incident involving a motion concepts wheelchair in the field. The distributor indicated that the wheelchair system had been sold to national seating & mobility (indianapolis, in), who is responsible for ongoing service and maintenance of the unit. The distributor reported that the consumer was operating a power wheelchair while travelling through an intersection when a motor vehicle struck the mobility system. According to the report, the collision resulted in bodily injury to the consumer and significant damage to the wheelchair system. The consumer sustained a fractured leg as a result of the incident and subsequently underwent surgical repair of the fracture. No additional information regarding the circumstances leading to the collision was provided at the time of reporting.